Event description:
The pt was included in the (B)(4) registry. Approx three years after the implant, the pt presented with pain. A duplex sonography showed approx 70% stenosis. A balloon pta was performed to treat the occlusion with good angiographic results.

Manufacturer narrative:
Conclusion - there is no indication of a device malfunction. The cause of the event is likely due to the pt's disease progression. The device has the ce mark for the peripheral vascular indication in europe. The pt had two stents and both had restenosis (ref 3005325609-2012-00016).